Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the medium-large clip applier instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the jaws of a medium-large clip applier instrument would not open prior to install. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
The probable root cause cannot be determined based on the information provided. Since the product was not returned and the log review was unable to be performed, the reported event was unable to be confirmed or replicated.

Event description:
Refer to h11 for follow-up information.